Event description:
It was reported that balloon rupture occurred. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, upon inflation at 6-8 atmospheres, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 11mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, upon inflation at 6-8 atmospheres, the balloon ruptured. No patient complications were reported.